Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac vein. An 18-6/5.8/75 xxl¿ esophageal balloon catheter was advanced for dilatation; however, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.